Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. Device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as the device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
During a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the average tortuous right anterior tibial artery. A sterling mr, 3.0 x 60/135 (4f) balloon catheter was inflated to 8atms on the third inflation when a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and patient status is good.